Event description:
It was reported that during a coronary treatment procedure balloon rupture occurred. The 90% stenosed, severely calcified lesion was located in an unknown vessel with average tortuousity. The physician was attempting to inflate the lesion with a quantum maverick mr balloon catheter 12x2.75mm. However, on the second attempt to inflate at 14atm, the balloon ruptured. The procedure was completed with another of the same device and patient status after procedure is good.